Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set detachment event on (B)(6) 2025. The tubing was detached from the hub. The infusion set was in use for three hours. The blood glucose level was high and the patient was treated with correction bolus via multiple daily injection (mdi) . The patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.

Manufacturer narrative:
Correction: this MDR is being submitted to correct the submitted common device name under d2a, model number, serial number, primary unique device identifier (UDI) number under d4. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. The information in this complaint (B)(4) has been evaluated for the code tubing detached from hub. The batch 6007160 in question was manufactured at the reynosa site. Complaint investigations. The reference samples for batch 6007160 were previously tested in complaint (B)(4) on 20/feb/2025. Test results: visual test according to wi version 02 on reference samples, 10 samples out 10 samples passed the test. Functional static pull of the hub test 1 according to wi version 02 on reference samples, 10 samples out 10 samples passed the test. Device history record (DHR) review: packaging the lot 6007160 was manufactured according to the wi version 114 in the line 5, on 17/may/2024, with a total of (B)(4) units. Gluing of tubing the lot 4e00929 was manufactured according to the wi version 11 in the gluing of tubing in the machine igtl01, on 05/may/2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified related to the malfunction reported, no maintenance events were recorded. Trending: a query was run in database on 31/mar/2025 against malfunction code tubing detached from hub and lot 6007160 and no other complaint has been registered in database for the same lot 6007160 and malfunction code. Conclusion summary of the related event: as a result of the following: no defect on tests for reference samples, no harm, no non-conformance (nc) raised during production, no other complaint received on the lot in question and malfunction code. No further actions are required. This complaint will not require further root cause investigation nor CAPA plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.